Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp was unplugged a few hours and did not give a warning about the battery capacity. After plugging the cardiohelp into the power socket the batteries were not charging. Therefore the cardiohelp was exchanged during treatment. A getinge service technician (fst) was sent for investigation and repair on 2022-03-18. The failure could not be duplicated by the fst. The evaluation at the getinge national repair center confirmed the led of the batteries defective when connecting the cardiohelp to the main supply. The power supply and the ac mains connector were replaced on a precautionary measure after testing multiple scenarios. This solved the failure. The technician performed safety, calibration, and functionality checks to factory specifications. The power supply and the ac mains connector were send back to getinge for further investigation. Getinge life-cycle-engineering confirmed on 2022-10-04 that no malfunction could be detected. Thus, the most probable root cause was determined as a malfunction at the main supply of the customer. According to the risk file of the cardiohelp device the following root causes can lead to the reported failure: battery is not recharging (external dc supply too less energy, unstable external dc supply). Incorrect voltage measurement. The review of the non-conformities has been performed on 2021-12-14 for the period of 2019-11-19 to 2021-12-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced on 2019-11-19. Based on the results the reported failure "battery not charging, cardiohelp not giving warning alarm" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the cardiohelp was unplugged a few hours and did not give a warning about the battery capacity. After plugging the cardiohelp into the power socket the batteries were not charging. Therefore the cardiohelp was exchanged during treatment. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022. The power supply and the ac mains connector were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. The power supply and ac mains connector were requested for investigation. A follow-up emdr will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. A getinge technician will investigate the cardiohelp.

Event description:
It was reported that the cardiohelp was unplugged a few hours and did not give a warning about the battery capacity. After plugging the cardiohelp in, the batteries were not able to charge. Therefore the cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID# (B)(4).